Event description:
When the devices were used during a low anterior resection procedure, they did not staple. A competitir's product was used to complete the procedure. There was not patient consequence.